Manufacturer narrative:
Batch review performed on 07 march 2017. Lot 140823: (B)(4) items manufactured and released on 12 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 03 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision of cup, liner and head occurred 2 years and 5 months after primary implantation. The patient was complaining about pain. According to the report, the cup was malpositioned for the patient anatomy, but this statement is not supported by sufficient evidence. The radiographic image show a cup with modest anteversion but the real cause of this failure can not be determined.

Event description:
The patient came in complaining of pain. The surgeon determined the cup was causing discomfort for the patient. He said that the cup needed to be medialized more and that the sharp edges of the cup could have been causing pain rubbing against the soft tissues. The surgeon could not confirm that was the issue for 100% certainty but he did have a scan done that showed soft tissue irritation around that spot. The surgeon revised the liner, the cup and the head . The surgery was completed successfully. X-rays are available. Explants are not available.